Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a check supply line alarm, which occurred on the homechoice during use. The patient reported that they had the alarm earlier and changed out the cassette, but used the same bags. The baxter technical service representative advised the patient they needed to start over with all new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on the (B)(6) 2011 regarding the reported reuse of the bags. The patient stated they spoke with their nurse about the event. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.